Event description:
New information received notes that the right ventricular lead and right atrial lead exhibited noise. The noise was not reproducible via isometric exercises. The patient's was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-12120. Manufacturer report number : 2017865-2019-12159. It was reported that the patient presented in clinic for follow up. Upon review, the pulse generator exhibited simultaneous noise on right atrial and right ventricular channels on noise reversion episodes. The noise was not reproducible with isometrics or pocket manipulation. Noise was noted on the patient¿s record as chronic. No intervention was made. Patient was stable.